Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.